Event description:
The customer called to report an alarm during priming. The customer then stated that he was hospitalized for low blood glucose and the reading was 7 mg/dl. Prior to the event the customer had high blood glucose levels. The customer bolused, but then ended up with low blood glucose levels. The insulin pump was replaced due to the prime anomaly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.